Event description:
Per operative note of 2/10/94, "this pt suffered from a sudden deflation of a right saline co textured implant (300cc)." At operation "there was a slimy circumprosthetic fluid, but no evidence of infection. The implant has small holes in it when pressed. The valve was intact." The specimen was sent to qa and a new similar 300cc textured saline implant was placed..."